Manufacturer narrative:
H3: analysis of the implantable neurostimulator found insignificant anomalies and it was functionally okay. Analysis of both of the leads found the proximal end connector was not completely seated in the ins connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that 6 electrodes weren't working in the patient's back and he had to get reprogrammed. The patient said they saw the managing hcp on (B)(6) 2019. The patient said that the managing hcp got a hold of a manufacturer representative (rep) between 2019-jun-05 and 2019-jun-06. The patient noted that they saw the rep on (B)(6) 2019 for reprogramming. The patient then reported on (B)(6) 2019 that they had been charging the ins more frequently since the reprogramming. The patient noted he used to only have to charge every 3 days. It was noted that the patient switched groups and had increased parameters. The patient was directed to follow up with their hcp to discuss reprogramming. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had a follow-up appointment with his physician. He was not getting the same pain relief in his head, neck, and arms like he once had. A return of symptoms was reported. The patient had an x-ray done, and it was evaluated. An impedance check was done and showed four contacts, two on each lead, which were greater than 40,000 ohms. The patient also complained of a recharge burden. There were no external factors which may have contributed to the issue. The patient is scheduled for a lead replacement of both percutaneous leads in the cervical spine and a battery replacement with the new system on (B)(6) 2019. There were no further complications reported or anticipated.